Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A buretrol solution set was blocked which was evidenced during priming (no further detail was provided). There was no patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.